Event description:
Pt had small stroke and hemorrhaging of the brain. Was flown to emergency room. Lab prothrombin time inr=4.0. Customer ran a comparison at that time with their meter and the laboratory. Customer's device inr-2.8, lab inr=4.1. Controls were within range. Doctor had dosed pt based off an inr 2.8 result.